Manufacturer narrative:
The adjudication minutes received (B)(6) 2010 have adjudicated the previously coded event of tia on (B)(6) 2009, as an ipsilateral cerebrovascular accident. Additional information notes that the neurological deficits lasted >24 hours with partial recovery and minor deficits. The patient is an (B)(6) woman with a history of stroke and residual left upper extremity weakness, left carotid endarterectomy, CABG surgery, mi, dyslipidemia and smoking. On (B)(6) 2009 she underwent the index procedure with delivery of the angioguard rx and placement of one precise pro rx stent in the right ostial ica. Following stent deployment the patient developed decreased motor function of the left upper extremity. A cerebral arteriogram was subsequently performed which revealed no new vascular changes. The site reported a 6% final residual stenosis. The patient was transferred to the holding area with persistent left upper extremity weakness. Pre-procedure on (B)(6) 2009 the nih stroke scale score was 7. The rankin score was 4. Post-procedure the stroke scale scores were not evaluated. On (B)(6) 2009 at 02:00 hours the left upper extremity strength was assessed to be 4/5. At 03:00 hours the left upper extremity strength had improved to 2/5. On (B)(6) 2009 a head CT without contrast was performed. The results revealed no evidence for an acute hemorrhage or focal infarction. There was an old right occipital infarct. The discharge summary later noted that the patient was evaluated by neurology. On (B)(6) 2009 the patient was evaluated by physical medicine and rehabilitation. It was noted that the patient had originally presented to the hospital with left upper extremity weakness which worsened after the carotid stent procedure. By the time this particular consultation was completed the left upper extremity weakness had already improved. On (B)(6) 2009 a repeat head CT without contrast was performed. The results revealed no intracranial hemorrhage or evidence of an acute cortical infarct. On (B)(6) 2009 neuropsychology was consulted. The physical examination revealed the patient to be pleasantly confused. There was left visual neglect. The motor strength was not evaluated. The clinical impression was that the patient met criteria for the diagnosis of dementia. A reference was also made to a cva that occurred on (B)(6) 2009 which affected the right cerebral hemisphere and resulted in left hemi-weakness and left visual neglect. The event potentially contributed to her cognitive difficulties. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14072979 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. As endorsed by 2009 guidelines from the american heart association and american stroke association (aha/asa) ischemic stroke is defined as an infraction of central nervous system tissue. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Additional information received via (B)(6) on (B)(4) 2012. The patient had full recovery with no deficit after the stroke. The stroke symptoms of reflex change and hemiataxia were changed to left hemiparesis.

Event description:
The (B)(6) female patient received a precise stent in the internal carotid artery. The email received for the (B)(4) study indicated that during the index procedure, the patient exhibited neurological deficit of hemiataxia diagnosed as a transient ischemic attack. The event was fully resolved after 24 hours without any additional intervention. Site reporter indicated that the angioguard had already been removed when the tia occurred. The adjudication minutes received (B)(6) 2010 have adjudicated the previously coded event of tia as an ipsilateral cerebrovascular accident. Additional information notes that the neurological deficits lasted >24 hours with partial recovery and minor deficits.